Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found tamper seals removed, the rear housing was cracked, and the dose connector nub was missing. A review of the event history log found no evidence of the customer reported issue. After running three accuracy tests during the functional testing, the pump was found to be over delivering to the manufacturing specifications. The expulsor assembly was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device under infused, and failed accuracy. During testing and no adverse patient effects were reported by the customer.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.